Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the u/d lock lever broken, the control body corroded, the lg cable connector corroded, the operation channel leak, the bending rubber cut, the remote control button(1) cut, the remote control button(2) cut, the distal body worn out, the r/l lock knob hard to move, the air/water socket chipped/cut o-ring , and the up pulley wire snapped/cut ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.